Event description:
When taking the covering off of the balloon, the balloon came apart.

Manufacturer narrative:
The angiosculpt device was returned for lab analysis. Visual exam confirmed the distal inner number of the balloon detached from the distal bond at the tip seal bond. No portion of the angiosculpt device separated from the catheter. According to the instructions for use (IFU) for angiosculpt pta scoring balloon catheter otw, retained device components is listed as a possible adverse effect of the procedure.